Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, two very small yellow pieces of plastic were noted in the patient's abdomen. Both pieces were removed during the same procedure and determined to be pieces of an applicator portion of a laparoscopic staple load. It appears that the guard did not fully detached from the working load. There was no patient injury.